Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he just received a new battery cap but it did not fix the issue of the battery power being quickly depleted. The customer also indicated that low battery alarms were received after new batteries were installed. The customer's blood glucose reading was 145 mg/dl at the time of incident. Troubleshooting advised customer that the pump would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called back to report that he received the new battery cap but continues to have the same issues. Nothing further was reported.